Manufacturer narrative:
The battery was not returned for investigation. Based on the test data that was provided, the battery was not test cycled on a monthly basis. Furthermore, this battery was manufactured in january 2010 and was over 2.5 years old. Battery maintenance program literature indicates that the useful life of each autopulse battery is between 2 - 4 years. Within the 2-4 year time period, the life of each battery is influenced by the frequency of use and the frequency of routine battery maintenance. Based on the manufacture date, this battery has aged past the end of its useful life. Lack of proper battery maintenance may also have affected its life.

Event description:
Customer reported that batteries s/n (B)(4) operated for 5 minutes even though they were fully charged. Batteries s/n (B)(4) reached their end of life in less than 2 years of service even though proper battery maintenance was performed. Test data for the batteries were sent. No adverse event reported.